Event description:
The customer contact reported that channel 1 of the device did not sound an audible alarm tone during an alarm condition. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified volume of normal saline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, when the vtbi (volume to be infused) was "flashing with no audible alarm." The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional info was provided, including if the delivery was resumed with a replacement device.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012 at 1717, line of channel 2 was programmed to deliver at a rate of 75 ml/hr, with a vtbi (volume to be infused) of 442.6 ml, for a duration of 5 hours and 55 minutes, and the delivery was started. Between 1941 and 1947, the delivery was stopped with a volume infused (vi) of 391.2 ml, the device alarmed n102 (no action alarm) three times, the alarm was silenced twice, and the delivery was restarted. Between 2037 and 2039, the delivery was stopped with a vi of 453.4 ml, the device alarmed n102, and the delivery was restarted. At 2236, a volume of 596.9 ml was cleared. At 2349, the device alarmed n161 (line a vtbi completed), and kvo (keep vein open) was started. At 2351, the device alarmed e301 (audio alarm failure). At 2353, the device alarmed n102. This report represents all the info known by the reporter upon query by hospira personnel.